Event description:
It was reported that a malfunction occurred with a pump displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Corrective actions included replacing the pump, as confirmed by technical support, with instructions provided for the customer to put the pump into storage mode and return it. The pump was under warranty, and the customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.